Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open blister under one of the ECG electrodes. The patient's physician gave the patient a shot and prescribed an unknown medication. The irritation healed.